Event description:
During service the baxter technician confirmed the reported problem; electrical fault 33 alarm. Service reported the alarm occurred due to leaking batteries causing damage to the mechanism board. No patient injury or medical intervention was reported. Although baxter attempted to obtain information, details were not available regarding additional contact information. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on (B)(4). Evaluation summary: the evaluation was performed on 12/12/2006 by a baxter technician. The reported condition; electrical fault 33 alarm was confirmed due to battery leakage. The following parts were replaced: mechanism board, mpu board, battery door assembly, battery spring, front & rear case, reed switch, charge ring contact, support disc, syringe cover assembly, case front cover, lcd assembly, keypad, lcd window, dust cap, configuration label, serial number label, and serial number clear label. The pump was functional tested and returned to the customer.